Event description:
Esrd hemodialysis pt. On (B)(6) 2018, pt was bleeding from avg at home. Wife called 911. Pt was transported to hosp and admitted. Pt reportedly never lost consciousness during the event. Pt was admitted to hosp. He was transfused with 3 units of prbc's and given antibiotics prophylactically. Antibiotic orders were given to be administered at the outpatient dialysis facility. Upon pt's return to outpatient dialysis facility on (B)(6) 2018, his fistula needle gauge was changed to 17 gauge and heparin was ordered to be held for future dialysis treatments. Pt was seen at the vascular access center on (B)(6) 2018. The left upper arm graft was revised on (B)(6) 2018 by resecting the aneurysmal area and interposing a new 6 mm graft the normal area near the anastomosis to the graft farther up the arm. Related medwatch submitted to MFR and FDA: 34-2597-2018-0002.